Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 936mg/dl and diabetic ketoacidosis. The customer treated with insulin. Customer indicated that they have had issues with bent cannulas. Customer declined troubleshooting. The product was not returned for analysis.